Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient felt shaky before going to sleep. The next morning at 8:00 am ((B)(6)2022) her daughter came to wake her up but the patient did not respond to her daughter. After 30-45 minutes, the patient woke up and her daughter gave her sugar to eat. The cgm value was 100 mg/dl but the bg finger stick value was 34 mg/dl. After the event the patient recovered and was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.